Event description:
Went to see dermatologist. He injected silicone in reporter's nose and lip area. The nose is now bumpy and forming granuloma tissue on the surface. The injection on one surface of the nose was too superficial. The reporter was told by the doctor that silicone injections were very safe. He did not tell the reporter that this is not aproved by the FDA. Reporter wish they could reverse this but it's too late now.